Manufacturer narrative:
The device was received not deployed. The download data showed that the device delivered 31 pulses before being deactivated. No alarms, timeouts or drive stalls were observed, however, a rotational sensor malfunction was observed. The drive mechanism was investigated and contamination was observed in multiple spots on the commutator cap. The contamination on the commutator cap caused the priming sequence to end earlier than expected, which is why the device did not deploy. No other damages or deficiencies were observed during the investigation.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the needle did not move forward when the pod was activated; this indicates a needle mechanism failure. The pod was not worn.